Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is down alerted error code 42.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: d9 (device available for eval?, return to manufacture date), h6 (type of investigation, investigation findings, investigation conclusions, component code). It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had error code 42-unit is down. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing pcb, iabp main board (d670-00-0788), label, screw concealment (d334-00-1666) and software datasets (d670-00-1186, d670-00-1187). Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. Fse states that "doppler is missing, user is aware. Quote for replacement sent to customer". The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received the following parts associated with this complaint, main board and software datasets. Parts were received with a reported failure of an error code 42. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm the reported failure. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit is down alerted error code 42. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a.